Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with one jaw broken at bifurcation. In order to evaluate the condition of the internal components it was disassembled. Upon disassembling, evidences of corrosion on the broken area were noted; three unformed clips were found inside the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the collapsible jaw in the device came loose which lead to improper formation of clips. The surgery was completed by using a new device. There were no adverse consequences for the patient.